Event description:
A customer reported to beckman coulter, inc. (Bec) that the coulter lh 780 hematology analyzer leaked approximately half a gallon of a fluid, which was not contained within the instrument. The customer was wearing a lab coat, gloves, and goggles at the time of the occurrence. There was no report of injury or exposure, and no one sought medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. There was no impact to patient results or treatment. Service was dispatched on (B)(4) 2012 and the field service engineer (fse) found that the leak was due to a green stripe tubing that had become disconnected from the upper sheath restrictor. The fse replaced the tubing and the leak was fixed. The repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).